Event description:
The complainant's spouse reported that their spouse had provided an episcreen oral fluid specimen on 10/13/1998. On 10/18/1998, the complainant broke out in a rash and was taken to the hospital where complainant was treated with benadryl. The symptoms went away but returned on 10/19/98 which required another trip to the hospital. The complainant's reported that nothing out of the ordinary had occurred to their spouse except for the oral specimen collection. The manufacturer sent the insurance representative a copy of the msds.